Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation because the hospital discarded it as biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Hospital discarded as biohazard.

Event description:
It was reported that during surgery, the hair contamination was found as soon as opening it. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Investigation summary: review of the device history record for 00515047501, lot number z000006156, identified no relevant deviations or anomalies. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. Zimmer biomet inspection procedure ¿packaging materials inspection¿ as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. The sample size per department sampling plan form, 7.6300/a, dictates that the sampling size for qa inspection for this product must be at least 19. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.